Manufacturer narrative:
Instrument logs were not available for evaluation because multiple attempts to set an appointment with the complainant to retrieve this information were unsuccessful. The discrepancy between the ethanol concentration in bottle 7 of 70% when measured by hydrometer and 100% calculated by the instrument software of 100% reported by the complainant when notifying leica biosystems of this event, indicates that a use error occurred during replacement of the reagent in bottle 7. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, it is likely the reagent with a measured concentration of 70% was used for the final dehydration step of the two (2) protocols executed in retort a on (B)(6) 2018, from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%, use of a reagent at a concentration less than the minimum required for the final dehydration step in a protocol results in re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported. Based on information communicated to leica biosystems by the complainant, the root cause of the sub-optimal tissue processing reported was a use error, which occurred on (B)(6) 2018, prior to commencement of the two (2) protocols executed in retort a on (B)(6) 2018. This finding is supported by the reported discrepancy between the measured ethanol concentration of 70% and that calculated by the instrument software of 100%, which indicates that a user failed to correctly complete manual replacement of the reagent in accordance with the instructions detailed in the leica peloris/peloris ll user manual.

Event description:
On 17 september 2018, leica biosystems received a complaint regarding "underprocessed specimens" in a total of 285 cassettes from two (2) processing runs executed in retort a on (B)(6) 2018. The complainant advised that the measured concentration in bottle 7 was 70% and the calculated concentration was 100%; and the reagent in bottle 7 had been replaced on (B)(6) 2018. On 17 september 2018, a leica applications specialist and trainer (fss) provided telephone support to the complainant in association with this complaint. The fss documented the following information: "placed 70% etoh in 100% location then ran processor". The complainant was instructed to replace all the reagents designed as ethanol and xylene; and the waxes. As at 16 october 2018, leica biosystems has not received information in relation to either the final status of the tissue samples involved in this event or the patient outcome, despite the following attempts to obtain this information being made by a leica applications specialist and trainer: 17 september 2018 by telephone; 18 september 2018 by telephone; 18 september 2018 by email; and 20 september 2018 by email. No consequence to a patient(s) has been reported to the manufacturer to date.